Event description:
It was reported that a flo-gard infusion pump had a broken door. This was identified when the device was turned on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The broken door was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pump head assembly was replaced. The device was serviced to meet functional specification. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.